Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter noted that the issue occurred when there were three tests remaining in the calcium reagent pack. The first sample initially resulted in a calcium value of 0.38 mmol/l and repeated as 2.32 mmol/l. The second sample initially resulted in a calcium value of 0.45 mmol/l and repeated as 1.79 mmol/l. The third sample initially resulted in a calcium value of 0.37 mmol/l and repeated as 2.38 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The evaluation conclusion code has been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.